Event description:
It was reported the lead was explanted and replaced due to oversensing, high impedance of greater than 3000 ohms, and suspected lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured: full lead returned for analysis. It was reported the lead was explanted and replaced due to oversensing, high impedance of greater than 3000 ohms, and suspected lead fracture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing.